Event description:
Male patient - (B)(6) old was presented with a diagnosis of chronic lymphocytic leukaemia (cll). Patient had bilateral asr hips implanted six years ago asr resurfacing and an asr xl with corail stem. Surgeon's initial assessment is that from the position of the asr resurfacing head on the x-ray it appears that there has been edge loading and subsequent wear. Chromium and cobalt blood levels are 800 and 1300 mmol/l respectively. Causality assessment by surgeon/oncologist is that the cll is possibly related to the high chromium and cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.